Manufacturer narrative:
A review of DHR for lot 16080869 revealed no anomalies that were considered related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact at the hospital reported that during coil embolization of a ruptured aneurysm at the patient¿s internal carotid artery, the orbit galaxy (640cx0406 / 16080869) prematurely detached in the distal end of the headway 17 (terumo) microcatheter. The patient¿s vessels were mildly tortuous and mildly calcified. Although the physician experienced a slight resistance when inserting the complaint galaxy into the microcatheter, the physician continued advancing the coil. However, it was discovered that the embolic coil was prematurely detached in the distal end of the microcatheter. The detachment happened during advancement and the coil had not yet exited the distal end of the microcatheter. Therefore, the galaxy was safely extracted together with the microcatheter from the patient. A new coil was used to continue the procedure, and it was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect/damage was noted on the product prior to the event. There was no report of any resistance between the guidewire and the microcatheter. There were no kinks noted on the microcatheter. It is unknown how many other coils were inserted through the microcatheter. The product has already been disposed. No further information is available.

Manufacturer narrative:
The product has not been returned for analysis. The device history record will be reviewed and conclusions will be made at that time.